Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "head & liner were exchanged during an irrigation and debridement meant for infection. Stripe wear present on ceramic & liner. Surgeon reported corrosion present on neck/trunnion of femoral stem".

Manufacturer narrative:
Reported event: an event regarding infection and wear involving a trident liner was reported. Wear was confirmed via evaluation of the returned device. Infection was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the rim of the liner is worn/damaged consistent with contact against hard object. Additional damage observed on the exterior which appears consistent with contact with explantation tooling. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection and that wear of the liner was observed intraoperatively. Visual inspection of the returned device indicated that the rim of the liner is worn/damaged consistent with contact against hard object. Additional damage observed on the exterior which appears consistent with contact with explantation tooling. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "head & liner were exchanged during an irrigation and debridement meant for infection. Stripe wear present on ceramic & liner. Surgeon reported corrosion present on neck/trunnion of femoral stem".